Event description:
The reporter stated that there was a low delivery. During maintenance, the pump module caused a pump to deliver 15.5ml out of an expected 20ml. There was no pt injury or treatment associated with this event.